Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly or motor. The insulin pump had cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump got exposed to moisture. The customer reported that the buttons were unresponsive. The customer also reported that the insulin pump was beeping. The customer's blood glucose was 64 mg/dl at the time of incident. The customer stated that they corrected the blood glucose with juice. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.